Event description:
7200ae puritan bennett ventilator unit reported to cycle at 25 bpm (breaths per minute) with rate set at 12 bpm leading to severe respiratory alkalosis and increased need for sedation and support.